Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap and battery tube. The weak battery or failed battery test alarms could not be verified due to the blank display. The device also had cracked battery tube threads and cracked reservoir tube lip noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 252 mg/dl. The customer stated that prior to the blank display she received a weak battery alarm and a failed battery test alarm. During troubleshooting, the customer stated that the contacts on the battery cap have some discoloration. The customer stated that the battery had been out for 10 minutes and the display returned when inserting the battery but the failed battery test alarm was recurring. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.